Event description:
It was reported that the patient underwent a right shoulder clavicle dislocation incision and internal fixation with support position operation and suture was used. During the surgery, when using suture to sew the muscles, it was found that the suture was not firm and broke as soon as it was knotted. Then it was connected and continued to be used, and it was still not firm and broke as soon as it was knotted. It was immediately replaced with another type of suture for suturing. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the following information was requested, but unavailable: - did the reported issue contribute to any patient adverse consequences? - how many devices demonstrated the alleged deficiency? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.